Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Please note- the customer is not sure which of 2 pumps this event occurred on. This is the 2nd report on the 2nd pump as they are not sure which iabp it was. They did not take down the serial number at the time of the event. There is only one event, one pump involved, but since the customer is just not clear which iabp it is, two complaints were opened . A getinge filed service engineer(fse) will be evaluating the iabps. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during a cath lab case the cs300 intra-aortic balloon pump (iabp) shut down while the patient was in the recovery area, patient was transferred into recovery area without issue. The facility staff indicated that they were not sure if the iabp was plugged in during the case or in the recovery area. The staff was unaware if the iabp alarmed or if the iabp stated battery in use. The iabp was swapped to continue therapy without issue. No patient harm or injury reported and no adverse event was reported.

Event description:
It was reported that during a cath lab case the cs300 intra-aortic balloon pump (iabp) shut down while the patient was in the recovery area, patient was transferred into recovery area without issue. The facility staff indicated that they were not sure if the iabp was plugged in during the case or in the recovery area. The staff was unaware if the iabp alarmed or if the iabp stated battery in use. The iabp was swapped to continue therapy without issue. No patient harm or injury reported and no adverse event was reported.

Manufacturer narrative:
Corrected fields: f11, f13 ( these fields should have been left blank in the initial report that was sent). A getinge service territory manager (stm) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the issue. The stm performed preventative maintenance (pm) and device passed the battery runtime test. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.